Event description:
It was reported that upon interrogation the pulse generator exhibited backup vvi operation. On (B)(6) 2013 the device was explanted due to normal elective replacement indicator.

Manufacturer narrative:
No medwatch form was received.